Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back ache all the time') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods lasting upwards of 6 days"), fatigue ("feel tired all the time"), painful hips ("hips ache all the time"), diarrhoea ("diarrhea more often than"), loss of libido ("libido is now non-existent"), rash macular ("random rashes and spots"), allergy to metals ("allergic to nickel"), coeliac disease ("celiac may be an autoimmune disease"), autoimmune disorder ("you have autoimmune disease you haven't discovered"), joint pain ("joint pain") and myalgia ("muscle aches") and was found to have weight increased ("have gained 45 lbs") and weight decreased ("weight loss"). The patient was treated with surgery (to essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the back pain, menorrhagia, weight increased, fatigue, painful hips, diarrhoea, loss of libido, rash macular, allergy to metals, coeliac disease and autoimmune disorder outcome was unknown and the joint pain and myalgia had not resolved. The reporter considered allergy to metals, autoimmune disorder, back pain, coeliac disease, diarrhoea, fatigue, loss of libido, menorrhagia, myalgia, painful hips, rash macular, weight decreased, weight increased and joint pain to be related to essure. Concerning the injuries reported in this case, the following events were reported via social media- rash macular and allergic to metal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- reporter information was added and event weight loss was provided. The date of essure removal surgery was provided as (B)(6) 2015. On 20-mar-2020: social media received- the events joint pain and muscle aches were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1533) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back ache all the time') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods lasting upwards of 6 days"), fatigue ("feel tired all the time"), painful hips ("hips ache all the time"), diarrhoea ("diarrhea more often than"), loss of libido ("libido is now non-exsistant"), rash macular ("random rashes and spots"), allergy to metals ("allergic to nickel"), coeliac disease ("celiac may be an autoimmune disease"), autoimmune disorder ("you have autoimmune disease you haven't discovered"), joint pain ("joint pain"), myalgia ("muscle aches/muscle pain") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("have gained 45 lbs") and weight decreased ("weight loss"). The patient was treated with vitamin d nos (vitamin d) and surgery (to essure removal). Essure was removed in december 2015. At the time of the report, the back pain, menorrhagia, weight increased, fatigue, painful hips, diarrhoea, loss of libido, rash macular, allergy to metals, coeliac disease and autoimmune disorder outcome was unknown and the joint pain and myalgia had not resolved. The reporter considered allergy to metals, autoimmune disorder, back pain, coeliac disease, diarrhoea, fatigue, loss of libido, menorrhagia, myalgia, painful hips, rash macular, vitamin d deficiency, weight decreased, weight increased and joint pain to be related to essure. Concerning the injuries reported in this case, the following events were reported via social media- rash macular and allergic to metal. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- vitamin d deficiency was added. Vitamin d 50,000 once a month was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back ache all the time') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods lasting upwards of 6 days"), fatigue ("feel tired all the time"), arthralgia ("hips ache all the time"), diarrhoea ("diarrhea more often than"), loss of libido ("libido is now non-existent"), rash macular ("random rashes and spots") and allergy to metals ("allergic to nickel") and was found to have weight increased ("have gained 45 lbs"). The patient was treated with surgery (to essure removal). Essure was removed. At the time of the report, the back pain, menorrhagia, weight increased, fatigue, arthralgia, diarrhoea, loss of libido, rash macular and allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, diarrhoea, fatigue, loss of libido, menorrhagia, rash macular and weight increased to be related to essure. Concerning the injuries reported in this case, the following events were reported via social media- rash macular and allergic to metal. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events added- rash macular and allergic to metal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back ache all the time') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods lasting upwards of 6 days"), fatigue ("feel tired all the time"), arthralgia ("hips ache all the time"), diarrhoea ("diarrhea more often than"), loss of libido ("libido is now non-exsistant"), rash macular ("random rashes and spots"), allergy to metals ("allergic to nickel"), coeliac disease ("celiac may be an autoimmune disease") and autoimmune disorder ("you have autoimmune disease you havent discoevered") and was found to have weight increased ("have gained 45 lbs"). The patient was treated with surgery (to essure removal). Essure was removed. At the time of the report, the back pain, menorrhagia, weight increased, fatigue, arthralgia, diarrhoea, loss of libido, rash macular, allergy to metals, coeliac disease and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, back pain, coeliac disease, diarrhoea, fatigue, loss of libido, menorrhagia, rash macular and weight increased to be related to essure. Concerning the injuries reported in this case, the following events were reported via social media- rash macular and allergic to metal. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. Event coeliac disease, autoimmune disorder added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back ache all the time') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods lasting upwards of 6 days"), fatigue ("feel tired all the time"), arthralgia ("hips ache all the time"), diarrhoea ("diarrhea more often than"), loss of libido ("libido is now non-exsistant"), rash macular ("random rashes and spots"), allergy to metals ("allergic to nickel"), coeliac disease ("celiac may be an autoimmune disease") and autoimmune disorder ("you have autoimmune disease you havent discoevered") and was found to have weight increased ("have gained 45 lbs"). The patient was treated with surgery (to essure removal). Essure was removed. At the time of the report, the back pain, menorrhagia, weight increased, fatigue, arthralgia, diarrhoea, loss of libido, rash macular, allergy to metals, coeliac disease and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, back pain, coeliac disease, diarrhoea, fatigue, loss of libido, menorrhagia, rash macular and weight increased to be related to essure. Concerning the injuries reported in this case, the following events were reported via social media- rash macular and allergic to metal. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. Event coeliac disease, autoimmune disorder added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back ache all the time') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods lasting upwards of 6 days"), fatigue ("feel tired all the time"), arthralgia ("hips ache all the time"), diarrhoea ("diarrhea more often than"), loss of libido ("libido is now non-exsistant"), rash macular ("random rashes and spots"), allergy to metals ("allergic to nickel"), coeliac disease ("celiac may be an autoimmune disease") and autoimmune disorder ("you have autoimmune disease you haven't discovered") and was found to have weight increased ("have gained 45 lbs"). The patient was treated with surgery (to essure removal). Essure was removed. At the time of the report, the back pain, menorrhagia, weight increased, fatigue, arthralgia, diarrhoea, loss of libido, rash macular, allergy to metals, coeliac disease and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, back pain, coeliac disease, diarrhoea, fatigue, loss of libido, menorrhagia, rash macular and weight increased to be related to essure. Concerning the injuries reported in this case, the following events were reported via social media- rash macular and allergic to metal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1533) on 19-oct-2015. The most recent information was received on 17-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back ache all the time') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods lasting upwards of 6 days"), fatigue ("feel tired all the time"), arthralgia ("hips ache all the time"), diarrhoea ("diarrhea more often than") and loss of libido ("libido is now non-existent") and was found to have weight increased ("have gained 45 lbs"). The patient was treated with surgery (to essure removal). Essure was removed. At the time of the report, the back pain, menorrhagia, weight increased, fatigue, arthralgia, diarrhoea and loss of libido outcome was unknown. The reporter considered arthralgia, back pain, diarrhoea, fatigue, loss of libido, menorrhagia and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jul-2019: social media received. Case became incident. New reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.